Event description:
The surgeon reported to our sales reps, delphione desportes, that after the insertion of the stem, he unlocked the stem gripper in order to remove it. The little bulb on the rod inserter shaft get uncrimped in situ. More information to come...

Manufacturer narrative:
Investigation has been completed and evaluation codes updated. Method - visual inspection of other instruments returned with the same event, complaint history review, technical/medical assessment. Results - visual inspection of other instruments - confirmed the reported failure. (B) (4). Technical/medical assessment - two potential harms were identified in the moderate or serious zone. Potential revision surgery and adverse reaction from metal requiring medical intervention were identified.